Event description:
It was reported that a patient underwent a repeat lower segment cesarean section procedure and cervicopexy on (B) (6) 2009, and suture was used. After one month, the patient experienced irritation, pain, granulation, and tissue protruding at multiple sites. A swab of the pus was taken for culture and sensitivity and for fungi growth. (B) (4), (B) (4), pvc, diabetic screening and all were negative. The wound was perfectly healed and the patient was doing well after removal of the sutures.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.